Event description:
The customer called to report the buttons not responding, moisture underneath the screen and a crack on the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a cracked case.